Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 01-mar-2022. H.6. Investigation: a device history record review was completed for provided material number 309110 and lot number 1911210. The review established that all production and quality processes were carried out normally and no abnormalities or quality notifications related to this reported incident were identified. To aid in the investigation of this issue, one reference sample was returned for investigation by our quality engineer team. Through evaluation of the sample, a functionality issue was identified, confirming the reported issue. Although the product specifications and values met the product standards, either the medication used or a special method of use (high temperatures, pressures, several uses, etc.) Could have affected the sliding forces of the syringe. H3 other text : see h.10.

Event description:
It was reported that bd discardit disposable syringes 10ml had a difficult to move plunger. The following information was provided by the initial reporter: " noted the presence of a strong resistance during the sampling and the administration, this resistance being increasingly strong while approaching 10ml. ".

Event description:
It was reported that bd discardit disposable syringes 10ml had a difficult to move plunger. The following information was provided by the initial reporter: " noted the presence of a strong resistance during the sampling and the administration, this resistance being increasingly strong while approaching 10ml. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.